Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: d. Suspect medical device: manufacturer name, address device: expiration date, full UDI # this is a system report; section d information references the main component of the system and was in use with this valve which cannot be excluded as a contributing factor to the adverse events: brand name: evolut fx plus valve; product ID: evfxplus-29; product type: 0195-heart valves; FDA site ID: valve: 9617601 serial: (B)(6); manufactured date: 2025-05-27; use by date: 2027-05-27; UDI: (B)(4); implant date (B)(6) 2025; explant date (B)(6) 2025. H4. Device mfg date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, an aortic dissection occurred. Subsequently, the valve was explanted and open heart surgery in the form a coronary artery bypass grafting (CABG) was performed. Additional information was received to report vascular access was achieved via the right femoral artery. The dissection occurred at the aortic annulus. An aortic root repair was performed and a surgical aortic valve was implanted. Information was received to correct previously documented information: a CABG was not performed.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012659409); product type: 0195-heart valves; implant date: na; explant date: na section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025 h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, an aortic dissection occurred. Subsequently, the valve was explanted and open heart surgery in the form a coronary artery bypass grafting (CABG) was performed.